Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed to specification up to the (B)(6) 2015. A fresh pad-pak was installed during this time. Multiple manual power ups one of ten minutes duration were recorded between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.